Event description:
It was reported the programmer printer will not print. It is noted a full size printer does work. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the printer was unable to print and out of paper message displayed; printer found out of electrical specification. Analysis also found the printer drawer release mechanism and the keyboard hinges are broken. Tip of stylus pen is very loose. ECG (electrocardiogram) connector on a pcb (printed circuit board) assembly was found loose and this pcb assembly failed functional tests; the pcb assembly found out of electrical specification. Lower case does not line up with upper case causing it not to close properly. (B)(4).